Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure that was possibly related to the device. The patient had continued inotrope support for more than 1 week after implant. Recovery was delayed by volume overload in the setting of anesthesia during inferior vena cava (ivc) filter removal on (B)(6) 2017, but was improving. An echocardiogram was repeated on (B)(6) 2018 and was significant for severe global left ventricle dilation and dysfunction with sever right ventricle hypokinesis. The patient was weaned off inotropes on (B)(6) 2018, but decompensation again with decreased cardiac output, increasing lactate, and increased central venous pressure (cvp) despite aggressive diuresis. Dobutamine was restarted due to severe right ventricle dysfunction.

Manufacturer narrative:
We received additional information from the site that the device was not related to the patient¿s right heart failure, and therefore we no longer consider this event to be reportable. Our investigation is already complete and we are including the conclusion. Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remained ongoing on vad support until on (B)(6) 2020 when they were routinely transplanted. Right heart failure is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides a subsection entitled ¿right heart failure¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had persistent right ventricle failure after left ventricle assist device implantation which was not considered to be directly related to the heartmate 3 pump.